Event description:
It was reported that the IV tubing set leaked from the pump segment during priming with normal saline. The leak stopped when the line was clamped and restarted when it was unclamped. There was no patient involvement.

Manufacturer narrative:
The customer's report that the tubing set leaked from the pump segment during priming was confirmed. Visual inspection showed no anomalies. The set was reprimed. A leak was immediately observed at the engagement between the lower fitment and tubing. Pressure testing confirmed the leak. The cause of the leak was identified as an area of the tubing being out of specification. The root cause was identified as a supplier issue. The device history record for set model 2426-0500 lot 20017126 shows the set was manufactured on 24jan2020 with a total of (B)(4)units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that the IV tubing set leaked from the pump segment during priming with normal saline. The leak stopped when the line was clamped and restarted when it was unclamped. There was no patient involvement.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional information requested, but was not provided.

Event description:
It was reported that the IV tubing set leaked during priming. Additional information requested, but was not provided.